Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously low and erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for two patients. Patient a: the initial accu tni result of 0.397ng/ml was reported out of the lab. The sample was tested on a different instrument in the customer's lab and a result of 1.21ng/ml was obtained. A corrected report was submitted. Patient b: the initial result of 0.959ng/ml was reported out of the lab. An accu tni result of 0.029ng/ml was obtained from the different instrument and a corrected report was submitted. There have been no reports of pt injury requiring medical intervention or change to pt treatment that was attributed or connected to this event.

Manufacturer narrative:
Qc was run at the start of the evening shift and was in range. Customer began to notice multiple assays with very low results and performed qc which failed. The lab called a customer technical service (cts) and was advised to run a system check which failed. Cts instructed the customer to discontinue use of the instrument until service determined source of errors. A field service engineer (fse) was dispatched to the customer's lab in 2008. The fse inspected the instrument and discovered problem with the peri-tubing which was replaced. The fse performed system verification testing and all results passed specs. The peristaltic pump was retrieved from the instrument and brought in-house for examination. Due to the potential for this event to recur unknowingly, there is a potential that a pivotal assay could be erroneously reported and treatment decision may be affected. Hardware issue has been identified as the root cause for this event.